Manufacturer narrative:
H10: this event has been found to be a duplicate case of philips ref. (B)(4) that was previously reported on MFR report number 3030677-2024-00572, submitted on 02/13/2024. The final investigation results have been provided under that report #. No other reports will be submitted under this report number.

Event description:
It has been reported that the device is failing self-test.